Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced triple vision and blurriness causing balance issues and difficulty in performing daily activities. Surgeon said that the patient had dry eyes and it was treated with drops and ointments which did not help. So, the patient had a second opinion and the lens was exchanged with another lens in the secondary implant procedure. After exchange the patient vision has improved.